Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for unknown cage/plate: zero-p-va implants. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted. Explanted dates: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: albanese (2017) multilevel anterior cervical diskectomy and fusion with zero-profile devices: analysis of safety and feasibility, with focus on sagittal alignment and impact on clinical outcome: single-institution experience and review of literature. World neurosurgery, volume 106, pages 724-735. Italy. The objective of this article was to evaluate efficacy and safety of zero-profile devices in 3- and 4-level anterior cervical discectomy and fusion, analyzing patients¿ clinical and radiologic long-term outcomes. This is a review of a prospective study conducted between 2009 and 2013 where 24 patients (14 male and 10 female) with cervical spondylotic myeloradiculopathy underwent 3- and 4-level anterior cervical diskectomy and fusion with zero-p and zero-p variable angle (va) devices, (depuy synthes, west chester, pennsylvania, USA). About 14 patients (mean age of 55.9 years) underwent 3-level surgery, whereas the remaining 10 patients (mean age of 61.7 years) underwent 4-level surgery. 1 patient included in the 3-level group was treated combining 1 stand-alone cage at c3-c4 and 2 zero-p devices at c4-c5 and c5-c6. A total of 82 cages were implanted in 24 patients. In 16 patients, cage-plate zero-p device (with 4 screws) was used and the remaining 8 patients, the new zero-p va (with 2 screws) device was implanted. The c3-c4 level was treated in 18 patients; c4-c5 and c5-c6 levels, respectively, were operated in all patients and c6-c7 level in 16 patients. Mean follow-up was period was 39 months (range 24-72). No device-related complications were encountered; implant failure, subsidence, cage-plate, and/or screw dislocation were not observed. Postoperative imaging did not demonstrate cage or screw mal-positioning in any case. However the following complications were noted: two patients experienced swelling of the cervical soft tissue, but it was not clinically relevant and successfully managed with steroids. Five patients complained of mild dysphagia; 3 of them recovered within 2 months (short-term dysphagia), whereas the remaining 2 referred regression of symptoms after 6 months (midterm dysphagia). Neither long-term nor moderate or severe dysphagia was observed. This report is for unknown cage/plate: zero-p- variable angle (va) implants for patients who experienced dysphagia. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A copy of the literature article is being submitted with this medwatch.